Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined.

Event description:
It was reported to ventec that patients at the customers facility were declining (desaturating) quickly when placed on a vocsn. Medical personnel would pull patients off of the vocsn and placed them on a different ventilator for care. This was a general complaint against the vocsn and there was no specific patient event reported. As a result, no patient information was provided. Additionally, the customer did not provide a device serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.